Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is completed.

Event description:
The manufacturer representative reported the patient was experiencing increased tone. The hcp felt the patient's intrathecal drug delivery pump was not pumping efficiently. The device was explanted and replaced. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 581 mcg/day. Additional information has been requested from the hcp, but was not available on the date of this report.